Event description:
Based on the information currently provided and available, device cause and/or contribution to the reported event of 25 feb 2025 is as follows: around 15:30, a call from a nurse at the patient¿s residential facility stated the ventilator seemed to be malfunctioning. They asked to have a new ventilator provided. The nurse reported that the patient appeared to be hyperventilating, so they switched to using ambu for patient ventilation. The nurse further stated that while adding water to the pmc500 chamber and after connecting the circuits and adding water, the patient¿s breathing became shallow and fast. When reconnecting the circuit to the chamber with the oxygen saturation dropped to the 30s, leading to cyanosis. The patient was taken by ambulance to the hospital on (B)(6) 2025. The facility required an investigation of the device to be done the following day. At approximately 1:00 on (B)(6) 2025, the sales representative visited the facility. The sales representative performed a test run of the ventilator using a test lung and confirmed that the measured values were accurately displayed according to the setting. No anomalies were found. At this time, there are no complaints from the family or the patient¿s main doctor, nor is there any police involvement. This information cannot be confirmed, nor refuted based on the evidence present. Further good faith efforts and information gathering are required to disposition device involvement to the patient harms incurred.

Manufacturer narrative:
The manufacturer received additional information on (B)(6) 2025 that the patient had recovered on the next day of hospitalization and had been moved to the general ward and was still hospitalized as of the day this information was received. It seemed that the alarms which were set were all sounded such as "circuit disconnect", "low minute ventilation", "high inspiratory pressure", and "low ventilation". The nurse reported the time the issue occurred was approximately 15:15 on 25 february 2025. The manufacturer received additional information on 23 may 2025 that the product investigation laboratory (pil) received the printed circuit assembly, and sensor board assembly for investigation. A circuit check error code was noted in the download error log indicating the user set up the circuit incorrectly, or that tubes in the circuit were disconnected or pinched. It is unlikely this would be caused by a device failure. This error code on its own does not represent an impact to patient therapy. Testing was conducted by using a test unit for verification, but no failures were confirmed. The pil technician could not confirm the failure associated with suspect sensor printed circuit assembly after further investigation. No error codes were reproduced with the suspect sensor printed circuit assembly at pil. The suspect sensor printed circuit assembly functioned as designed.